Event description:
Information received with return of the explanted device indicates that the patient "was very sick" and notes that the pacer was "showing signs of fast cell voltage depletion".~~~~~~~~~